Manufacturer narrative:
One used 25g x 5/8" jelco® hypodermic needle-pro® edge¿ safety device was returned for investigation. The sample was received in a plastic container without the original packaging. Visual inspection of the returned sample revealed that the needle cannula was bent into a curve and was not engaged within the needle-pro® edge¿. The returned sample was then inspected microscopically and no mold defects or processing issues were observed. An attempt to recreate the observed needle cannula bend was conducted on unused samples of the product that were stored. All samples were found to successfully engage into the safety device even when the samples were held at an angle and/or were engaged on a non-firm surface while using excessive force. Additionally, a review of the reported event found that the customer was able to successfully administer the medication prior to attempting to engage the needle which indicated that the sample was not bent prior to use. Investigation was unable to definitively determine a root cause for the bent and broken needle cannula; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Lot number: the lot was reported as "289001", which is not considered a valid lot number. Potential lot number: 3289001. Potential expiration date: 09/23/2021. Potential device manufacturer's date: 10/11/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro edge safety device was activated during use and upon activation, the needle bent out of the safety device and the clinician experienced a needlestick. It was noted that the clinician activated the device away from themselves on a hard surface. The clinician was tested, evaluated, and counseled related to the incident. No permanent injury was reported. See MFR: 3012307300-2017-00509 and 3012307300-2017-00510.